Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation. Visual inspection found the cord cut off from the sample. The device could not be fully tested in this condition. Visual inspection noted no anomalies. Resistance values indicated sufficient energy to deliver power to the jaws. The investigation could not determine the root cause of the customer's report.

Event description:
The customer reported that there was no seal effect even though end tones were heard during a pediatric ladd procedure. There was no injury or bleeding.